Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 505mg/dl, and his blood glucose was treated with manual injections. The customer experienced dizziness and faint. Troubleshooting was performed. The caller mentioned that the cannula was bent, and she felt like passing out. No further information was provided.